Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) regarding the patient. It was reported that patient was contacted via telephone and the patient stated that stimulator was working correctly. No further complications were reported/anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she charged her implant for 2 days she got it on the implant but was getting nothing. The patient reported that she was getting stimulation but not when using the one with the magnet (the recharger). It was attempted to clarify what the patient meant by getting nothing but the patient was mumbling to herself or talking with words that couldn¿t be heard or understood. During troubleshooting, the patient reported the third one over was showing a full battery. The patient reported that she got real bad muscle spasms in her nerves and said as long as she kept it charged can she use her mystim instead of her ins. The patient was asked to sync and the patient reported a and 370 with stimulation on. The patient tried to increase, but reported seeing a triangle and call the clinician; it was unknown what the code was as there was no letters or numbers. No further complications were reported.